Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had high blood glucose on (B)(6) 2017 with blood glucose of 472 mg/dl at the time of the call. The customer had 2 steroid shots the previous day and was also on prednisone. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also called to get assistance with sensor calibration. The insulin pump will not be returned for analysis.